Event description:
Device/procedure outcome: procedure cancelled/rescheduled, unable to use device - attempted. Patient outcome: f0801: intensive care, f23: unexpected medical intervention, 104: cancelled/rescheduled - post sedation/sedation unknown. Event description: ecn event description: versacross connect with faradrive sheath was used for the transeptal. The patient had a very small fossa ovalis with a thick septum. The transeptal was being guided by fluoro and by the anaesthetist on transesophageal echocardiography (toe). The first crossing of the pigtail wire seemed to take a strange direction. The doctor withdrew the wire and was successful with the second transeptal (no radiofrequency (rf) was used). The wire appeared to cross successfully to the left superior pulmonary vein (lspv) with the pigtail going in to the pulmonary vein (pv). The doctor then inserted the farawave over a bsc starter rosen wire. He maneuvered the rosen wire a few times to find the left inferior pulmonary vein (lipv). Then, deployed the farawave nav to do flower calibration. At this time, the anaesthetist was asked to check the heart again before removing the transesophageal echocardiography (toe). During the check, he identified the small effusion. Patient present at time of event?: yes. Patient complications: pericardial effusion. In the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes. Please describe the way in which the device or procedure caused or contributed to the patient complication?: the doctor believes that the perforation occurred either with the transeptal (versacross pigtail) or with the merit rosen wire when trying to wire the left sided veins. Medical or surgical interventions: the anaesthetist identified the effusion during a routine check on transesophageal echocardiography (toe) before removing the transesophageal echocardiography (toe). Patient remained stable the entire time. An ultrasound was then performed which confirmed a small effusion. Patient admitted to hospital beyond the standard of care: yes. Patient discharged from hospital?: no. Patient outcome: expected to fully recover . Reason for unsuccessful procedure: cardiac effusion was identified on transesophageal echocardiography (toe) and then confirmed by cardiac ultrasound based on the outcome noted above, was the patient sedated when the procedure was cancelled?: yes - general anesthesia device acquired from a distributor?: no. Event date: 2026-2-17. As reported device codes: 2099: no known device problem. As reported patient codes: 9221: pericardial effusion.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.